Manufacturer narrative:
The customer's report was observed at zoll medical corporation and attributed to the customer's returned batteries. The batteries were determined to be depleted. The device was put through extensive testing including power cycling, full functionality testing, and on/off current tests using test batteries without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.